Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. Within six months time, a decrease of approximately 7 years was observed between follow-up visits. A copy of device memory was saved and submitted to technical services for review. Engineering analysis confirmed premature battery depletion. The power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended within 90 days time. This device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. Within six months' time, a decrease of approximately 7 years was observed between follow-up visits. A copy of device memory was saved and submitted to technical services for review. Engineering analysis confirmed premature battery depletion. The power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended within 90 days' time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This device was returned for analysis. The investigation is currently in progress. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. Within six months' time, a decrease of approximately 7 years was observed between follow-up visits. A copy of device memory was saved and submitted to technical services for review. Engineering analysis confirmed premature battery depletion. The power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended within 90 days' time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis. The investigation is currently in progress.